Event description:
A pump alarm was reported during insulin pumping by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support assisted the customer in properly loading a new cartridge, allowing the customer to successfully resume insulin therapy.